Event description:
A (B)(6) customer received a blood glucose reading of 9.7mmol/l on the contour next one, retested on a different meter and the reading was 4.8mmol/l. The difference between readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no allegation of an adverse event. A new meter was sent to the customer. The test strips were not expected to be returned.